Event description:
It was reported that the atrial lead exhibited noise which resulted in inappropriate auto mode switching. The patient would be monitored.

Event description:
New information notes that noise was still present during a follow-up clinic visit on (B)(6) 2014.